Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient presented with pain at the ipg site. It was also reported the patient had high impedances on the right occipital lead and right extension. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg, the right occipital lead and right extension were explanted and replaced to address the issue. Effective therapy was restored post-op. It is unknown which occipital lead and which extension were liable.

Manufacturer narrative:
Correction: section d6a - the date of implant was inadvertently omitted from the initial report.